Event description:
It was reported to philips that the buttons on the display were defective from wear and no longer clicking. There was no reported patient or user involvement and no adverse patient/user impact.